Event description:
It was reported to philips by a customer that the unit had an unspecified ventilator inop message while in use. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
The customer stated while the rt was making the rounds in one of the rooms where the affected bipap was in use, and saw a blank screen (no wave forms, no numbers) the rt tried to trouble shoot but the knobs were not operational. Vent inop sign was on. Rt swapped that machine immediately and no harm was made to the patient. The field service engineer (fse) was dispatched to the site and confirmed the reported problem and ordered motor control (mc), power management (pm) and central processing unit (cpu) pcbas. The fse replaced the cpu, mc and pm pcbas to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The cpu pcba, pm pcba and mc pcba were returned and tested; no failures were identified.